Event description:
It was reported that "the user felt that the clip was not loaded to the applier firmly during use. Therefore, the applier was replaced with another unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed that the jaws were misaligned".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A sample was returned to the manufacturer. The manufacturer, tecomet, reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc.- kenosha wi, facility as part of a 50-pc. Lot in (B)(6) of 2021. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet - kenosha's manufacturing process. Evaluation of the returned instrument shows that the jaws are slightly misaligned in the closed position. We are able to validate this complaint for the returned instrument. Further evaluation shows that this instrument is able to pick-up. Retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. We are unable to determine what caused the tips to become slightly misaligned in the closed position but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the user felt that the clip was not loaded to the applier firmly during use. Therefore, the applier was replaced with another unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred. The applier was sent to our technical specialist, who confirmed that the jaws were misaligned".